Event description:
The patient reported that the up arrow keypad button is unresponsive. He stated that he wears the pump outside his clothing and cleans the pump with a soft, dry brush. This complaint is being reported because the keypad button unresponsiveness issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1: 09/15/2015 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during a visual inspection of the keypad, no physical damage was noted. All of the buttons on the keypad were intermittently responsive. The keypad cover was removed and contamination was found under all of the button contacts. Unrelated to the original complaint, it was noted that the audio bolus button cover was torn, but was responsive to user input. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.